Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or a complaint call that might have triggered the reason complaint. During download review pump error 63 alarm confirmed in (adapt) and history download main error log. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, cracked case on battery side, scratched case, stained keypad overlay, cracked keypad overlay at select button, missing display window/cover and keypad overlay texture damage. In conclusion the unit came in with a critical pump error (open book) alarm triggered by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Customers allegations for cosmetic damages were confirmed when battery tube threads - cracked and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested for return and customer has returned the device.